Event description:
It was reported that the customer experienced an unspecified issue with touchscreen responsiveness. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.